Event description:
The customer tested her blood glucose using her contour ts meter and received a reading of 126 mg/dl. She retested using another meter and received a reading of 306 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return her strips for eval. Replacement strips were sent.